Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by berend, k. Et al in clinical orthopaedics and related research, number 440, pp. 60-66 2005. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
Information was received based on review of a journal article titled, "early failure of minimally invasive unicompartmental knee arthroplasty is associated with obesity" which aimed to find associations between the successful or failed (revised) medial minimally invasive uka and various patient characteristics including age, obesity, gender and disease severity using a competitor product (44 knees) for a design intended for use with instrumentation and the repicci ii knee (29 knees) for a design intended for use without instrumentation, which is manufactured at biomet. The study consisted of 73 uka in 61 patients of which 12 were bilateral simultaneous procedures between october 1998 and april 2002. The average followup was 40 months. The average age at the time of uka was 66.3 years old. There were 16 failures in the group, therefore, the overall survivorship was 78% at 3 years. Two implants failed from deep infection, three from tibial plateau fracture, four from intractable pain, and one from substantial progression of lateral compartment degenerative disease. Six knees failed from progressive aseptic loosening. In this series, although there was a significant difference in the average weight of those patients whose implants failed, and those whose implants did not fail, patient weight was not found to be predictive of failure.

Manufacturer narrative:
(B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This complaint is reporting the progressive aseptic loosening there has been no further information provided and the patient outcome is unknown.